Event description:
It was reported that during a knee arthroscopy the pt suffered increased swelling/extravasation. This was noted in the posterior lower extremity. The case was completed without any medical/surgical intervention required. The pt was discharged home that day as scheduled.

Manufacturer narrative:
During eval there was no fault found that would result in this type of event. The front bezel was found to be damaged. This type of damage can occur when a pump is dropped. This device was manufactured on 8/9/2001 with the last repair date of 6/17/2003. The tubing set used with the pump was returned. Unable to evaluate tubing as it arrived with a broken cassette. An inservice will be provided to the customer for care and service of this device.